Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for atrial fibrillation, with an intellanav mifi open-irrigated and intellamap orion high resolution mapping catheter, the physician performed a single transeptal using an non-boston scientific needle, 9f sheath and intra-cardiac echocardiography (ice) catheter. A non-boston scientific catheter was placed into the coronary sinus (cs). Then, they encountered error code 1402 on the rhythmia mapping system and could not create a map (grayed out) using 4.0.1 software. They attempted to condition the orion catheter and it was unremarkable. The mapping specialist changed the umbilical cable and assured the connections to signal station, which did not resolve the issue. The mapping specialist then rebooted the signal station, which did not resolve the issue. The mapping specialist and the laboratory staff then replaced the catheter for another orion catheter. During that time, the signal station and the workstation were rebooted. The case was resumed and the new orion catheter was conditioned. Error 1402 persisted and the mapping specialist was not able to map. After about 2 minutes, while no other troubleshooting steps were taken, the 1402 error was no longer present and the mapping specialist was able to create a map of the left atrium (la). Ablation was performed with the intellanav mifi oi standard curve ablation catheter. During radiofrequency (rf) delivery in the la, aortic pressure was observed to be decreasing. A pericardial effusion was observed on ice. A pericardiocentesis was performed and the patient was moved to the operating room (or). The patient was stable at the time of transport. The physician did not attribute any specific product to the cause of the effusion at the time of the event. It was possible that the cause was that the fellow was adjusting the ablation catheter, in the la prior to the ablation, and it was in a snug spot at the base of the left atrial appendage (laa). No resistance was felt while maneuvering the catheters. The intellamap orion high resolution mapping catheter is expected to be returned for analysis. The intellanav mifi open-irrigated was disposed of and will not be returned. It was later reported that the mapping specialist exported the case data for clinical review. Error code 1402 was not observed during case review. However, error code 1201 was observed. This error was resolved when the maestro was connected and powered on and the system rebooted. Error 1201 was encountered when the signal station /hdx connection box / maestro pod / maestro generator were connected, but maestro was not powered on. The laboratory staff then connected intellanav catheter and cable to the maestro hdx connection box. The mapping specialist rebooted the signal station, but still did not power on the maestro. Error 1201 then resolved at that point and they were able to map.